Event description:
It was reported that during an angioplasty procedure, the tip of the rotawire guidewire detached and remains in the patient's body. The lesion being treated was a subocclusion in the interventricular coronary artery (iva). The tip of the rotawire guidewire detached, while the physician was attempting to cross the stenosis. No patient complications were reported, and the procedure was completed with another of the same devices. Patient status was reported as 'okay.' Additional informaton has been requested regarding this event however none has been provided.

Manufacturer narrative:
The facility has confirmed that this wire has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.